Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples and 1 photo were returned by the customer in support of this complaint. The visual evaluation of the photo does not confirm the presence of overfilling. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Bd was unable to confirm the customer¿s indicated failure mode with the photo that was returned. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate, the device experienced overfill. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: tubes overfilling due blood collection. It has occurred several times. They use eclipse signa pah and push button ultra touch pah. Staff used with the products.